Event description:
It was reported the pt expired. The hcp noted the pt had a terminal illness- bony metastatic lung cancer. No specific cause of death was reported. The drugs in the pump were: hydromorphone - 5.0 mg/ml, bupivacaine- 40.0 mg/ml, clonidine- 250.0 ?g/ml, compounded baclofen - 200.0 ?g/ml.